Manufacturer narrative:
Subject device was implanted (B) (6) 2009. Synthes is unable to provide the manufacturer the PMA/510k number and/or the date of manufacture without the returned device or part/lot number provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided.

Event description:
Patient post plate and screw implantation returned to surgeon's office. An x-ray showed a non-union and pseudoarthrosis at level c4, c6. Surgeon removed the hardware and revised the patient to another plate and screws.